Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, power on self-test and battery testing were performed. During the visual inspection it was identified that the safety clamp shim was damaged. The cause of the damage is unknown. The safety clamp shim was replaced to fix the malfunction. The pump passed all testing and was returned to the customer in working order.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged safety clamp shim. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.